Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change error while load a cartridge onto the pump. Customer's blood glucose level was 363 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump to resume insulin therapy.